Manufacturer narrative:
The subject devices were not returned to olympus for eval. The manufacturing history was reviewed, with no irregularities noted. Based on cases with the same model, the probe presumably was scratched and cracked because the physician activated ultrasound output while the probe was in contact with metal such as a clip and forceps, or the physician activated ultrasound output while twisting the insertion section to grasp hard or thick tissues or while turning the rotatable knob, or the physician scrapes the probe with a sharp object such as a scalpel. In addition, since the physician continued to use the scratched device, the probe tip was detached. The instruction manual of sonosurg scissors mentions warnings and caution for possible mishandling mentioned above. If additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
A physician used the subject device for a laparoscopic hysterectomy. When the physician cut a uterus fascia with the subject device, the probe tip broke and fell off inside the pt body. The broken piece of the probe was taken out. The physician replaced the subject device with a similar device and the procedure was completed. There was no pt harm reported.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and found that this follow-up report is required on december 24, 2015. The subject device was returned to omsc for evaluation. As a result of evaluation of omsc on september 2nd, 2013, omsc confirmed that the probe broke down at 16 mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The fragment of the probe was not returned. This type of probe damage is most likely related to the operator's technique. It is known that the user kept using the probe which had a scratch, consequently the probe is broken when the probe is received a load. And there is a possibility that the scratch of the probe was made since the device was activated contacting with hard object or the probe was scratched with something sharp when the user cleaned the probe. The instruction manual mentions warning and caution for possible handling mentioned above.